Event description:
Abbott diabetes care (adc) received a complaint via social media which reported an unspecified low readings issue with the adc device. The customer received unspecified low adc device scan result and it is unknown whether the customer noted a trend arrow on the device. The customer experienced a critical life-threatening event and it is unknown what treatment, if any, was provided to the customer for the reported issue. No further details were obtained as the customer abandoned post. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.